Manufacturer narrative:
This report is submitted on january 08, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced chronic infection at abutment site, however the issue could not be resolved. Subsequently, the patient's abutment was removed. The implanted device remains.

Manufacturer narrative:
Per the surgeon, oral and topical antibiotics were administered (date and duration not reported).